Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. The suspected cause was the customer may have accidentally performed the load fill tubing sequence while connected to the site; however, the customer¿s father denied this occurred, as such, cause was unknown. Customer consumed carbohydrates and drank juice to address bg, with help from their father. Recommendation was made to consult with a healthcare provider regarding diabetes management. In addition, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned